Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice device during use, during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) instructed the hp to cycle the power, and explained the alarm. The tsr told the hp to discard the supplies and finish with manual therapy. There were no obvious causes that led to the alarm. The supply bag was empty. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding the reported problem. The pd rn reported talking to the hp regarding this alarm, and stated for that particular night the hp just ended therapy, and finished therapy the next day with manuals. There were no other problems affecting therapy. The patient has been continuing therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. Therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).